Event description:
The trendelenburg positioning pad that is used during laparoscopic gyne surgery was placed on the bed at the beginning of the case. After the case was finished and the patient was moved to the stretcher the straps that attach to the bed rail on the blue positioning pad were noted to have been detached. When opening for the next case we found the same lot number to all be affected with the straps peeling off with little to no effort. Pt: 4582. Device: 2907, 1454. Ref: mw5188348.